Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a perclose device after an interventional ablation procedure. Reportedly, deep vein thrombosis (dvt) developed after the use of a perclose device in the femoral vein, and thrombus was detected by lower limb venous ultrasound (lus). A fresh thrombus with homogeneous, low echogenicity was observed in the right common femoral vein proximal to the catheter puncture site. The thrombus was non-mobile, and there was a significant absence of blood flow around it. No vessel dilation due to the thrombus was observed, but mild vascular stenosis was noted at the central end of the thrombus. Lus performed one month after initiation of anticoagulant therapy confirmed resolution of the dvt. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the article, titled "a case of deep vein thrombosis observed after catheter ablation using a hemostasis device¿. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated d4: a partial UDI was provided as the lot number is not known. Attachment: article titled "a case of deep vein thrombosis observed after catheter ablation using a hemostasis device¿.

Manufacturer narrative:
The device was not returned for evaluation. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not provided. A conclusive cause for the reported patient effects of thrombosis and stenosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3 correction: date of event corrected.